Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the right atrial lead exhibited multiple noise episodes and low impedance measurements. The physician elected to reprogram the device to vvi mode. No further information was reported.